Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the key failure is the tie wraps caused leaks. As stated on the repair statement additional malfunction on this device: power switch has no alarm.